Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that part # 62-15000 (qty.4) does not engage with the screw. The screw head does not fit with the attachment. The lot is #1000179135 for all 4 driver blades. It was noticed while the company representative was checking his supply/trunk stock. There was no associated surgery.